Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassociated where the upper endplate retrolisthesed and the implant kicked into hyperlordosis. There are plans to perform a revision surgery to remove the mobi-c and convert it to a fusion. The patient continues to have neck pain.

Event description:
It was reported, that a mobi-c implant disassociated, where the upper endplate retrolisthesed and the implant kicked into hyperlordosis. There are plans to perform a revision surgery to remove the mobi-c and convert it to a fusion. The patient continues to have neck pain.

Manufacturer narrative:
Component, investigation type, findings, and conclusions. Device evaluation: product not returned. And no x-rays were provided. Device evaluation unable to be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown operational, patient or post-operative trauma factors. DHR review: per, DHR review, the part was likely conforming, when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained, that adds value to the relevant content of this report, a follow-up report will be sent.